Event description:
The following was reported by surgeon, in this case we predrill 4.2 mm and there were no problems drilling. However, when the screw was inserted, it got stuck in the nail. I needed a special instruments to take it out.

Manufacturer narrative:
Device will not be returned. Additional information has been requested and if received will be provided on a supplemental report.